Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: dr. (B)(6) from (B)(6) hospital notified cook on 01oct2019 of an incident involving a zenith flex with z-trak aaa endovascular graft main body extension (esbe-22-39-zt). A 73-year-old male patient presented having had an endovascular aneurysm repair (evar) procedure on an abdominal aortic aneurysm (aaa) measuring at 4.9 cm. It was also reported that dr. Kan performed an angiography after performing an evar procedure. He found a type iii(b) endoleak from the main body suture hole. As a result, the physician attempted to implant a body extension (esbe-24-39-zt), but a leak persisted in the lower main body. He attempted to implant another body extension (esbe-22-39-zt), but this second graft landed too low and crushed the contralateral limb. Therefore, he performed a femoral-femoral bypass after the accident. The patient's current condition is "ok". Further communication with the user facility clarified that the patient's vessels were straight and did not have calcification. The procedure and the patient were all within the patient selection criteria. A coda-32 balloon was used in the proximal & distal landing zone neck and conjunction part. Only heparin was used during the procedure. There was no graft obstruction or high blood pressure within the graft during the endoleak. A review of the documentation, complaint history, device history record, instructions for use (IFU), and quality control, as well as a visual inspection of imaging of the device were conducted during the investigation. The complaint device was not returned; however, imaging was provided and sent for expert review. The endoleak with which the esbe was reportedly observed was visualized. However, a dominant suture hole endoleak or fabric tear requiring the relining was not. Diffuse endoleak, a right type ib endoleak, and very slow washout indicated an endoleak related to anticoagulation and provoked by limited outflow during the contrast injection. Spontaneous resolution was likely. Cook has concluded that there is objective evidence that this device was manufactured to specification. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the affected product is safe and effective for its intended use. A review of the device history record could not be conducted due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: " the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 4.4 device selection: strict adherence to the zenith aaa endovascular graft ancillary components IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.5). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inadequate fixation of the zenith aaa ancillary components may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. 11 directions for use. 11.2 main body extension: main body extensions (fig. 2) are used for extending the proximal body of an in situ endovascular graft." 12.3 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type iii endoleak". Based on the information provided, inspection of the provided imaging, and the results of the investigation, a definitive cause was established as user error as the device was used off-label against the indications for use. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant products: esbe-24-39-zt, tffb-22-82-zt, coda-32 balloon, terumo wire, lunderquist, 8fr sheath, pigtail, sizing pigtail, angio catheter. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported in a report with patient ID: (B)(6) that after an endovascular aneurysm repair (evar) procedure, a type iii endoleak from a main body suture hole was discovered. The physician attempted to put in a body extension, esbe-24-39-zt, but a leak remained in the lower main body. This report references an additional body extension, esbe-22-39-zt, that was then put in. The graft landed to low and crushed the contralateral limb. As a result, a femoral-femoral bypass was performed. The patient condition was reported to be "ok." It was later reported that the patient's vessel was straight and did not have calcification. The procedure and patient were all within the patient selection criteria. A coda-32 balloon was used in the proximal and distal landing zone neck and conjunction part. Only heparin was used during the procedure. There was no graft obstruction or high blood pressure within the graft during the endoleak. The product still remains in the patient's body.